Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The patient noted that after a few squeezes no further fluid could be put into the system as the pump became hard and difficult to squeeze. Troubleshooting was attempted and further education was provided; however, a pump replacement might be necessary. A revision surgery had not been scheduled yet. There were no patient complications.